Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation.

Event description:
The customer reported that the item is not sealed and the powder which is holding the liquid is coming out. For clarification, the powder refers to the gel portion of the briefs. There was no medical intervention required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.